Event description:
Noise seen on rv lead post generator change. Short intervals, fast nonsustained events and hvr recordings. Patient was in office and noise was seen on farfield channel during isometrics. No lead noise prior to generator change (on 29-nov-2023). Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.